Manufacturer narrative:
(B)(4). Date sent: 6/4/2024. D4 batch #: a9cp0n. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a test handpiece and tested on a gen11. During functional testing the clamp arm of the device could not close fully. Due to the condition of the device, we were unable to conduct most functional testing, however the device did activate when connected to a gen11. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled and it was found that a shroud pin post was lodged in the trigger channel, not allowing the trigger to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to how this issue occurred. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch number a9cp0n, and no non-conformances were identified.

Event description:
It was reported that during a myomectomy it was difficult to close jaws. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.